Event description:
It was reported that a revision surgery of the left hip was performed due to unknown reasons. Bilateral patient. Report 3005975929-2018-00477 was submitted for right hip.

Manufacturer narrative:
It was reported that a revision surgery of the left hip was performed due to unknown reasons. All of the implanted devices were used in treatment. As of today, additional information has been requested for this complaint but have not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. No medical records or evidence have been received on this complaint. The reported event cannot be assessed and a thorough medical assessment cannot be performed. When notification is received that additional medical documentation has been provided, this complaint will be re-evaluated and a thorough medical assessment rendered. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.